Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female] patient underwent another operation to remove remains [device breakage] swelling [swelling] allergic reaction [allergic reaction] intense headaches [headache] joint pain [joint pain] lower back pain [low back pain] rheumatic pain [rheumatics] extreme fatigue [fatigue extreme] anxiety [anxiety] depression [depression] lack of sexual desire [lack of libido] continuous urinary tract infection [urinary tract infection] cystitis [cystitis] constant mood swings [mood swings] migraines [migraine] human papillomavirus [human papillomavirus infection] pelvic discomfort [pelvic discomfort] nickel allergy [nickel allergy] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain female") and device breakage ("patient underwent another operation to remove remains") in a 34-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of constipation, hypothyroidism, parity 2 and gravida ii. Concurrent conditions were listed as vitamin d deficiency, hypogastric pain, tactile sense reduced, sciatica, anxiety, vaginal candidiasis, cystitis and trochanteric bursitis. On (B)(6)2010, the patient had essure inserted. Essure was removed on (B)(6)2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), headache (" intense headaches"), arthralgia ("joint pain"), back pain ("lower back pain"), rheumatic disorder ("rheumatic pain"), fatigue ("extreme fatigue"), anxiety ("anxiety"), depression ("depression"), loss of libido ("lack of sexual desire"), urinary tract infection ("continuous urinary tract infection"), cystitis ("cystitis"), mood swings (" constant mood swings"), migraine ("migraines"), papilloma viral infection ("human papillomavirus"), pelvic discomfort (" pelvic discomfort") and allergy to metals ("nickel allergy"). The patient was treated with surgery (on (B)(6)2020 laparoscopic bilateral salpingectomy and hysterectomy). At the time of the report, the hypersensitivity had not resolved. The outcomes for pelvic pain, swelling, headache, arthralgia, back pain, rheumatic disorder, fatigue, anxiety, depression, loss of libido, urinary tract infection, cystitis, mood swings, migraine, papilloma viral infection, pelvic discomfort and allergy to metals were unknown. The reporter considered allergy to metals, anxiety, arthralgia, back pain, cystitis, depression, device breakage, fatigue, headache, hypersensitivity, loss of libido, migraine, mood swings, papilloma viral infection, pelvic discomfort, pelvic pain, rheumatic disorder, swelling and urinary tract infection to be related to essure administration. The reporter commented: the hysteroscopy showed visible ostium, normal endometrium and after insertion of the essures in the right one, there were 4 turns and in the left 5 turns in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6)2010: was performed to control the correct positioning of the devices, verifying in this study that the contrast did not pass through the tubal obstruction in both tubes (which is the mechanism by which sterilization occurs). [Pathology test] on (B)(6)2020: uterine tubes without histological alterations. Two salpingectomy specimens are received in the same jar without reference to bilaterality, one of them fragmented and measuring 7 cm long by 1 cm thick, in which cystic looking structures measuring approximately 0.5 cm in diameter can be observed. The second tube measures 7 cm long by 0.6 cm thick and a cystic-looking formation measuring 1 cm x 0.5 cm can also be seen in it. The same jar also contains two essurecompatible wires. Representative samples are taken in two blocks. Diagnosis: fallopian tubes without histological alterations; on (B)(6)2021: a specimen from a total hysterectomy. The cervix measures 4.3 cm in length. The portio vaginalis, lined with a whitish-grey mucosa, measures 2.2 cm in width. The endocervical canal, lined with a light brown, trabeculated mucosa, measures 3.8 cm in length. The uterine body, lined with a smooth, shiny, reddish-grey serosa, measures 6.5 cm in length, 6 cm in width and 3.8 cm in thickness. The endometrial cavity measures 5 cm in length and 2.5 cm in width. The polypoid whitish-grey endometrial mucosa is 0.3 cm thick. The myometrium, reddish-grey and fibrillar, measures 1.8 cm thick at the fundus level. No exogenous material is observed in the endometrial cavity; on (B)(6)2021: total hysterectomy specimen, nonspecific cervicitis, endometrium with tissue autolysis, without clear evidence of hyperplasia or atypia, adenomyosis and no exogenous material is observed in the endometrial cavity. [Ultrasound scan] on (B)(6)2010: the essure devices were well positioned and tubal obstruction¿¿ "absence of tubal patency; on (B)(6)2011: infiltrated left trochanteric bursitis.; (date unknown): anteverted uterus, regular endometrium and normal adnexa and no presence of free fluid. [Ultrasound scan vagina] on (B)(6)2020: where no remains of essures are visible [x-ray] on (B)(6)2020: radiodense, tubular foreign body in the midline of the pelvis measuring 14 mm, suggestive of essure, which could be located in the uterus or peritoneal cavity; on (B)(6)2020: mage observed measures approximately 14mm and appears to be located in (B)(6); (date unknown): which confirmed the persistence of the essure devices in the abdominal cavity and a diagnostic hysteroscopy confirmed that vaginal removal of the devices could not be carried out. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-oct-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female]. Patient underwent another operation to remove remains [device breakage]. Swelling [swelling]. Allergic reaction [allergic reaction]. Intense headaches [headache]. Joint pain [joint pain]. Lower back pain [low back pain]. Rheumatic pain [rheumatics]. Extreme fatigue [fatigue extreme]. Anxiety [anxiety]. Depression [depression]. Lack of sexual desire [lack of libido]. Continuous urinary tract infection [urinary tract infection]. Cystitis [cystitis]. Constant mood swings [mood swings]. Migraines [migraine]. Human papillomavirus [human papillomavirus infection]. Pelvic discomfort [pelvic discomfort]. Nickel allergy [nickel allergy]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain female") and device breakage ("patient underwent another operation to remove remains") in a 34-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of constipation, hypothyroidism, parity 2 and gravida ii. Concurrent conditions were listed as vitamin d deficiency, hypogastric pain, tactile sense reduced, sciatica, anxiety, vaginal candidiasis, cystitis and trochanteric bursitis. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), headache (" intense headaches"), arthralgia ("joint pain"), back pain ("lower back pain"), rheumatic disorder ("rheumatic pain"), fatigue ("extreme fatigue"), anxiety ("anxiety"), depression ("depression"), loss of libido ("lack of sexual desire"), urinary tract infection ("continuous urinary tract infection"), cystitis ("cystitis"), mood swings (" constant mood swings"), migraine ("migraines"), papilloma viral infection ("human papillomavirus"), pelvic discomfort (" pelvic discomfort") and allergy to metals ("nickel allergy"). The patient was treated with surgery (on (B)(6) 2020 laparoscopic bilateral salpingectomy and hysterectomy). At the time of the report, the hypersensitivity had not resolved. The outcomes for pelvic pain, swelling, headache, arthralgia, back pain, rheumatic disorder, fatigue, anxiety, depression, loss of libido, urinary tract infection, cystitis, mood swings, migraine, papilloma viral infection, pelvic discomfort and allergy to metals were unknown. The reporter considered allergy to metals, anxiety, arthralgia, back pain, cystitis, depression, device breakage, fatigue, headache, hypersensitivity, loss of libido, migraine, mood swings, papilloma viral infection, pelvic discomfort, pelvic pain, rheumatic disorder, swelling and urinary tract infection to be related to essure administration. The reporter commented: the hysteroscopy showed visible ostium, normal endometrium and after insertion of the essures in the right one, there were 4 turns and in the left 5 turns in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: was performed to control the correct positioning of the devices, verifying in this study that the contrast did not pass through the tubal obstruction in both tubes (which is the mechanism by which sterilization occurs). [Pathology test] on (B)(6) 2020: uterine tubes without histological alterations. Two salpingectomy specimens are received in the same jar without reference to bilaterality, one of them fragmented and measuring 7 cm long by 1 cm thick, in which cystic looking structures measuring approximately 0.5 cm in diameter can be observed. The second tube measures 7 cm long by 0.6 cm thick and a cystic-looking formation measuring 1 cm x 0.5 cm can also be seen in it. The same jar also contains two essurecompatible wires. Representative samples are taken in two blocks. Diagnosis: fallopian tubes without histological alterations; on (B)(6) 2021: a specimen from a total hysterectomy. The cervix measures 4.3 cm in length. The portio vaginalis, lined with a whitish-grey mucosa, measures 2.2 cm in width. The endocervical canal, lined with a light brown, trabeculated mucosa, measures 3.8 cm in length. The uterine body, lined with a smooth, shiny, reddish-grey serosa, measures 6.5 cm in length, 6 cm in width and 3.8 cm in thickness. The endometrial cavity measures 5 cm in length and 2.5 cm in width. The polypoid whitish-grey endometrial mucosa is 0.3 cm thick. The myometrium, reddish-grey and fibrillar, measures 1.8 cm thick at the fundus level. No exogenous material is observed in the endometrial cavity; on (B)(6) 2021: total hysterectomy specimen, nonspecific cervicitis, endometrium with tissue autolysis, without clear evidence of hyperplasia or atypia, adenomyosis and no exogenous material is observed in the endometrial cavity. [Ultrasound scan] on (B)(6) 2010: the essure devices were well positioned and tubal obstruction¿¿ "absence of tubal patency; on (B)(6) 2011: infiltrated left trochanteric bursitis.; (date unknown): anteverted uterus, regular endometrium and normal adnexa and no presence of free fluid. [Ultrasound scan vagina] on (B)(6) 2020: where no remains of essures are visible [x-ray] on (B)(6) 2020: radiodense, tubular foreign body in the midline of the pelvis measuring 14 mm, suggestive of essure, which could be located in the uterus or peritoneal cavity; on (B)(6) 2020: mage observed measures approximately 14mm and appears to be located in douglas; (date unknown): which confirmed the persistence of the essure devices in the abdominal cavity and a diagnostic hysteroscopy confirmed that vaginal removal of the devices could not be carried out. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.